Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use and was not viewable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen had evidence of physical damage. The device's lcd screen was replaced to address the issue.